Event description:
During device preparation, a single use error was noted. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.